Event description:
Pt had bleeding into pseudocapsule surrounding the hepatic artery infusion reservoir. Pt presented to the hospital with complaints of tenderness and bruising in the right abdomen. Their hepatic artery infusion apparently was completed a month ago, at this point the pump is running on heparin until it runs out. Pt complained of fatigue and had a drop in their hematocrit. Pt was taken to surgery for the evacuation of 800 cc hematoma at site of hepatic artery infusion pump reservoir with suture ligature of detached catheter. The very proximal portion of the catheter had actually fractured away from the reservoir and retracted into its tract. Transfusion required to treat anemia.